Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited left ventricular (lv) failure to capture and sense when programmed at maximum outputs. Additionally, it was noted that the lv pacing impedances are high, out-of-range measuring greater than 2,000 ohms. The device was re-programmed and the field representative with discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.